Event description:
Additional information: patient was diagnosed by the hospital doctors with right heart failure, hepatic congestion that lead to decreased morphine metabolism and toxicity. Patient had experienced confusion and sleepiness. Patient had fully recovered from right heart failure. Liver function was normal. Patient was on oxycodone. Patient was presently on minimum infusion dose of morphine and per reporter they may restart the pump.

Event description:
It was reported that patient appeared "oversedated". Reporter was unsure if pump was causing the symptoms as there were "a few things wrong" with patient. There were no pump alarms. They were planning to turn off the pump. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).